Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a physician performed an atec breast biopsy procedure on (B)(6) 2015 and placed a smark marker. The patient was discharged home. The patient returned to the facility sometime post procedure exhibiting "redness near her legs." The patient believes she has an allergy to metal, but did not know at time of placement. It is unknown if the marker was removed. Attempts are being made to obtain additional information.